Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored.

Event description:
The customer reported the n65p pulse oximeter had missing display segments, and later would no turn on. There was no patient harm.